Event description:
Customer complains to kendall healthcare that the center chamber of the scd blew out. Question if pads, tubing or machine. Will be sending all of the components. No pt injury reported despite a pt being startled.